Event description:
It was reported that during pre-surgery, it was observed that the motor device would not engage burrs. During in-house engineering evaluation, it was observed that the device had low rotations per minute (rpms). There were no delays to a planned surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was powerbroken, operated while the safety was engaged and had low rotations per minute. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to the device being powerbroken, which is failure to follow directions for use by running the device in the safe or load position, which damages the internal locking mechanism. This was further defined as user error, abuse, and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.